Event description:
Customer reportedly obtained results of 322mg/dl and 60mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Caller states that 2 vials were used, it was not provided which vial produced specific result. Further, one strip vial was not available and no info about vial was obtained. Info not provided for where comparison occurred. Advantage test system 1; meter, strip lot 549527, exp 2/29/2008, catalog 2030381. Advantage test system 2: meter, strip lot unk, exp unk, catalog unk.

Manufacturer narrative:
Suspect device is comfort curve test strips, lot unk.